Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump displayed close door but door is fully closed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of "close door is displayed but door is fully closed," was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be upper link switch was damaged. The damaged upper link switch, and the upper auxiliary will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.